Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a routine device check, high capture threshold was observed. Patient was asymptomatic. The lead was successfully explanted and replaced without adverse consequences to the patient. The patient was in stable condition.